Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer states that there is a blank display. The blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted during bolus/basal delivery. No rewind anomaly noted during testing. The motor was tested outside of the device and passed. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.